Manufacturer narrative:
B3 unknown one device was received for evaluation. Visual inspection found the device in used condition and a worn upstream occlusion seal. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause is the printed wire assembly (pwa) board. The pwa board was replaced, and the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a 'last error code 45985'. There was no patient involvement.